Manufacturer narrative:
Per the information provided, the customer replaced the tubing that was leaking at valve pv-35. The instrument was also experiencing ambient/lyse temperature alarms. The customer technical specialist (cts) suspected that the the leak got the ambient/lyse sensors wet and advised the customer to power off and dry the area of the sensors, then power up and wait for a while. The customer was instructed to call back if further assistance was needed. As of (B)(6) 2013, no other issues were reported by the customer. Beckman coulter field service engineer (fse) was not dispatched for this event.failure mode was attributed to the tubing leak at valve pv-35. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that they noticed a cleaner leak, about 10 ounces, coming out of the unit while doing shutdown/startup on the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The material safety data sheets (msds) were not reviewed by the customer. There is an exposure control plan at the facility. The operator was wearing a laboratory coat, goggles and gloves at the time of this event. There was no biohazard exposure to open wounds or mucous membranes. No one sought medical attention. There was no impact to patient results, and there was no death, injury or effect to patient treatment in connection with this incident.